Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. The applicator was tested successfully at 140w for 30 seconds. During a procedure, the probe was placed in the liver tumor, percutaneously, and after 3 seconds, the power dropped from 140w to approximately 100w although no error codes appeared on the generator. The end user decided to continue with the ablation and scanned afterwards to find that a good enough ablation zone was created; therefore, the probe was removed and the procedure was declared a success. Upon removal, it was noted that the tip of the probe was charred. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one 14cm probe. As received, the ceramic tip appeared discolored. In addition, there was a gap of approximately 0.2mm between the ceramic tip and the shaft. It cannot be determined when the gap occurred, i.e. During procedure or during return shipping. This type of tip failure mode is inspected during manufacturing. A soft cover was applied to cover the sharp tip. When this is removed it could torque and pull on the tip. Since no non-conformance was observed during typical probe functional test parameters, the device was next tested in a challenge environment by lifting the device out of the water and holding in air. This is not an environment in which the device is validated to run, this is strictly a challenge test when no defects were found. Lifting the tip out of the water will reduce the amount of heat dissipation from full immersion in water. Almost immediately there was a glow in the tip followed by an audible pop, tip fracture and separation. This may indicate a potential power/temperature issue occurring in the device which could have been the cause of the discoloration in the tip. The customer's reported complaint description of probe tip was charred/burnt is confirmed. A root cause for the tip discoloration could not be definitely determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).